Event description:
The customer reported that there was a broken cable pin inside the therapy port. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that there was a broken cable pin inside the therapy port. There was no report of pt impact or involvement. Philips evaluated the device and verified the symptom. The therapy port was replaced to resolve the issue.